Manufacturer narrative:
It was noted that the pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarms. The pump had an intermittent button response due to the corroded keypad traces. It was noted that there were no numbers scrolling up. The pump had a cracked case at the display window corner, a minor scratched lcd window, and broken reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 126 mg/dl at the time of the incident. Customer stated that the up button was scrolling on its own. Customer was at work and stated that the pump was in her pants against her skin. Customer stated that there may have been sweat on the pump. Customer also received a battery out limit alarm. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.